Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/pelvic ultrasound demonstrate essure coil in uterine cavity/ essure coil expulsion into endometrial cavity/ essure coil seen in vagina after being expelled through dilated cervix'), endometritis ('chronic endometritis') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "date of live birth approximately 35 days prior to reported insertion date of (B)(6) 2012". The patient's medical history included pregnancy on (B)(6) 2012, hiatal hernia, thrombophilia, anemia, multigravida, parity 3, obesity, migraine, acid reflux (oesophageal), gerd, menometrorrhagia, inflammation and adenomyosis. Previously administered products included for an unreported indication: depo provera in 2012. Concurrent conditions included marijuana abuse, insomnia, vitamin d deficiency, sleep apnea and ovarian cystectomy. Concomitant products included amlodipine from 2016 to 2018, butalbital from 2014 to 2018, celecoxib (celexa), clindamycin phosphate (clindagel), hydroxyzine, loratadine;pseudoephedrine sulfate (claritin-d), omeprazole from 2014 to 2018, topiramate (topamax), triamcinolone acetonide (kenalog), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"), migraine ("migraines/headaches"), eczema ("rashes or skin conditions: eczema") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain: lower abdomen") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, endometritis, abdominal pain lower, dysmenorrhoea, migraine, eczema, vaginal discharge and weight increased had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, eczema, endometrial ablation, endometritis, migraine, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight: 285 lbs. Discrepancy noted as in pfs,the date of live birth was incorrectly extracted. The correct date of live birth was (B)(6) 2005. Discrepancy noted in surgical pathology report cross section through myometrium two metallic coils present within the bilateral cornu . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Hysterosalpingogram - in august 2012: unilateral occlusion (left tube occluded), perforation (uterus) (per pfs). Pathology test - on (B)(6) 2018: fallopian tubes: no significant pathology. Comment: metal coils are grossly identified within bilateral cornu of uterus. Gross: cross section through myometrium two metallic coils present within the bilateral cornu. Ultrasound pelvis - on an unknown date: essure coil in uterine cavity. Concerning the injuries reported in this case, the following one was reported via medical records-endometritis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/pelvic ultrasound demonstrate essure coil in uterine cavity/ essure coil expulsion into endometrial cavity/ essure coil seen in vagina after being expelled through dilated cervix'), endometritis ('chronic endometritis') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "date of live birth approximately 35 days prior to reported insertion date of (B)(6) 2012". The patient's medical history included pregnancy on (B)(6) 2012, hiatal hernia, thrombophilia, anemia, multigravida, parity 3, obesity, migraine, acid reflux (oesophageal), gerd, menometrorrhagia, inflammation and adenomyosis. Previously administered products included for an unreported indication: depo provera in 2012. Concurrent conditions included marijuana abuse, insomnia, vitamin d deficiency, sleep apnea and ovarian cystectomy. Concomitant products included amlodipine from 2016 to 2018, butalbital from 2014 to 2018, celecoxib (celexa), clindamycin phosphate (clindagel), hydroxyzine, loratadine;pseudoephedrine sulfate (claritin-d), omeprazole from 2014 to 2018, topiramate (topamax), triamcinolone acetonide (kenalog), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"), migraine ("migraines/headaches"), eczema ("rashes or skin conditions: eczema") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain: lower abdomen") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, endometritis, abdominal pain lower, dysmenorrhoea, migraine, eczema, vaginal discharge and weight increased had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, eczema, endometrial ablation, endometritis, migraine, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Discrepancy noted as in pfs,the date of live birth was incorrectly extracted. The correct date of live birth was (B)(6) 2005. Discrepancy noted in surgical pathology report cross section through myometrium two metallic coils present within the bilateral cornu. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: unilateral occlusion (left tube occluded), perforation (uterus) (per pfs). Pathology test - on (B)(6) 2018: fallopian tubes: no significant pathology. Comment: metal coils are grossly identified within bilateral cornu of uterus. Gross: cross section through myometrium two metallic coils present within the bilateral cornu. Ultrasound pelvis - on an unknown date: essure coil in uterine cavity. Concerning the injuries reported in this case, the following one was reported via medical records-endometritis. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs & mr received. Case become valid. Injury nos replaced with new events. Lot number was added. Added event dysmenorrhea, migraines, headaches, lower abdominal pain, eczema, vaginal discharge, weight gain, perforation (uterus), endometrial ablation, date of live birth approximately 35 days prior to reported insertion date of (B)(6) 2012." Event captured from mr: "chronic endometritis, updated outcome of events from unknown to not recovered/not resolved. Event onset date was added. Reporter's information was added. Patient's demographics was added. Date of removal was added. Medical history, historical drug, concomitant conditions, concomitant drugs, lab data wee added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.